Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2016. The revision surgery was due to infection. During the revision, the serf ci 53/28 e, omni's neck-anteverted and the femoral head 28mm x 3.5mm were revised with components of the same size. The apex stem from the original surgery was untouched.